Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer continued using the existing cartridge. Additionally, resistance was experienced during the fill process. Reportedly, the customer had not performed the air removal process. Tandem technical support educated customer on the air removal technique and successfully reloaded the cartridge to resolve the issue. Customer's blood glucose was 105 mg/dl.